Event description:
It was reported that the patient presented to the hospital for dialysis treatment. During device interrogation, an error message displayed stating lead impedance measurement unsuccessful; atrial pli test has been cancelled. The patient had been experiencing chronic af. The patient has been lost to follow-up. No further information available. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.